Manufacturer narrative:
Complaint (B)(4). A dat eof the event could not be obtained from the customer. Samples were recently received from the customer, but are not yet evaluated. As soon as the investigation is completed, a supplemental submission will be filed.

Event description:
Customer states increase in questionable results with tubes. The supervisor noted that the gel is breaking away form the container allow red cells to enter the spun serum, causing increased potassium results. One the sales reps pulled reports from a site complaining of questionable results. According to the sales rep issue is occurring across numerous clients, but this one stands out. Out of 127 orders, 42 were elevated (33%). The model of centrifuge in use is quest horizon 642e at 3404 rpm and the timer accurate at 15 min. The tubes are properly filled. The specimens sit for 30-45 min before centrifuging. When asked were results other than potassium affected, the customer advised that the analyte most affected is the potassium. There were 6 patients in a 7 day period quest did not report the entire bmp [basic metabolic panel] or comp [comprehensive metabolic panel]. Only one of the 44 specimens with elevated potassium results had visible hemolysis. The specimens were not re-centrifuged.

Manufacturer narrative:
Received 13pcs (B)(6) for evaluation. Received customer pictures. Also received 1pc (B)(6), which was unrelated to the complaint. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of production documents revealed no deviations in relation to the reported events. Customer samples were evaluated, and potassium absence was verified. No potassium was detected within the tested tubes. The remaining customer samples were evaluated in a blood draw. All samples showed clear separation with the gel barriers remaining intact, and no abnormal amount of red blood cells remained on the stoppers following centrifugation. No deviations could be observed in the samples. Therefore, the alleged event could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.